Event description:
It was reported that the 6800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The following components were replaced; cpu, hard drive, back-plane, high voltage cable, image processor, video controller, and generator interface board during the service call. The system was tested and found to be working as intended and put back into service.